Event description:
Caller reported a malfunction on the pump, possibly due to exposure to extreme heat and humidity. Blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Tandem technical support assisted the caller in resetting the pump, and no additional malfunction codes appeared afterward. The customer was able to continue using the pump, with instructions to contact support if further issues occurred.